Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system displayed it was in stand alone mode during the procedure. When the viewing station of the imaging system was shut down, the station displayed a blue screen. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. Prior to the procedure, the viewing station of the imaging system shut down without prompt when the computer was moved. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the computer application software would not ready. Once reloaded, the computer functioned as designed.

Manufacturer narrative:
Additional information: a medtronic representative went to the site and replaced the mobile view station (mvs) and imaging system components. However, the computer has not been replaced. No parts have been received by the manufacturer for evaluation. Correction: a field service visit took place and it was confirmed that the issue was unable to be replicated.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. During investigation, os and application loaded, time/date (cmos check) is good. Installed mvs server in the imaging system and the system readied as expected. 2d and 3d imaging, as well as store and recall were successful while under test. No problem found. Visual inspection found physical damage as a dent was noted on upper top rail of tower. The hardware investigation however was unable to duplicate reported issue. Correction: the mvs computer replacement was shipped and part was replaced. Imaging system fully functional.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.